Manufacturer narrative:
The results, method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the device gave no low voltage output when connected to the leads. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device was in normal mode when received for analysis. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is still near bol level, the pacing output and the communications with the merlin programmers were stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of no low voltage output was not confirmed.